Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication. It was reported by the rep that the surgeon used an er320 through the mod code24 511sd and the trocar gasket tore. The surgeon used a basic 5mm instrumentation through the 35ol and the gasket tore. Pneumo leaked the entire case. The surgeon swtiched out to a new mod code24 511sd. There was no consequence to the pt.